Event description:
It was reported that the zeta was being advanced over a guide wire and the products were sticking together in the coronary artery. The devices were removed together as a single unit. Upon analysis of the returned device, the soft tip of the catheter was found to be separated.